Event description:
An aus device was implanted on 3/31/97. A revision surgery was performed on 7/28/97 due to recurring incontinence. A tandem cuff placement was attempted-urethra was perforated and tandem cuff removed due to pt leaking too much.